Event description:
A (B)(6) male pt contacted zoll to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.